Event description:
A nurse reported that scrub tech loaded the lens correctly at the time of implant, handed to the doctor and could no longer inject once folded. They used another lens to complete the procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).